Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the touchscreen became frozen on the "my cgm screen." During troubleshooting with tandem technical support, the customer was able to trigger a stuck button alarm to unfreeze the screen. There was no reported adverse impact to the customer.